Event description:
Admitted with congestive heart failure. Underwent a cardiac catheterization on 1/8/96. The intra-aortic balloon was inserted following the procedure. Blood was noted in the line shortly after insertion. The balloon was removed and a new one inserted. 0n 1/12/96 underwent quadruple bypass, mitral valve replacement and placement of temporary pacemaker wires.